Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to loss of capture and impedances over 2000 ohms. No adverse patient events were reported. Should additional information become available, this file will be updated.